Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received error 39 during rewind. Motor tested outside the device and failed testing. Device was properly tested with a test motor assembly and passed the rewind test, problem isolated to motor assembly. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to rewind anomaly. Device passed sleep current measurement, active current measurement and self test. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. Customer reported that they were able to clear the alarm. Customer was unable to rewind it completely. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.